Manufacturer narrative:
(B)(4). A companion sample being returned for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for low drain volume alarm is confirmed because the patient stated that there was air in the line. Air in the patient line is a known cause of low drain volume alarms. The cause of the air in the patient line could not be determined based on the information provided. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) went through troubleshooting. The cg stated that there was a bubble of air that wasn't moving. The tsr assisted the cg with ending therapy on the cycler so that she could set up with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the cg stated nothing was noticed with the supplies and using new supplies cleared the alarm. There was no patient injury or medical intervention reported.